Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: it looked like a broken grip cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument wire broke while the customer attempted to use it. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and looked fine. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The procedure was completed robotically after they opened another clip applier instrument. No fragments fell inside the patient.